Event description:
When the customer was traveling up a grade on the scooter, the scooter went into reverse. The customer stated that he had no control as the scooter traveled in reverse. He turned the tiller and the sudden change in direction threw him off of the scooter. The dealer stated that the customer was taken to the hosp to be examined for head abrasions. He was released a short time later. No further treatment required.